Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The vessel morphology was reported as severe tortuosity and moderate calcification. It was reported the physician was unable to advance the stent graft delivery system to the intended landing zone due to the tortuous and calcified vessel morphology, and consequently, the delivery system kinked. The delivery system was removed from the pt without incident and was discarded by the user facility. The physician then completed the case with another talent device from the other side. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusions: severely tortuous and moderately calcified vessels.